Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with a 500cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture of her right prosthesis as well as baker grade IV capsular contracture of the right breast, which were confirmed via magnetic resonance imaging and physical exam. A healthcare professional also indicated that radiation caused wrinkles in the device. As a result, the patient underwent removal and replacement with a 500cc mentor artoura plus smooth high profile tissue expander on (B)(6) 2024.

Manufacturer narrative:
Mentor received the device for evaluation. Mentor completed a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had some creases/folds on the anterior view extending to the posterior view. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, wrinkles/ripples. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 16th, 2024, mentor received additional information. Mentor became aware that the patient's prosthesis was intact upon removal. As such, rupture is no longer applicable. Manufacturer¿s reference number: (B)(4).